Manufacturer narrative:
The insulin pump was received button error alarms due to flattened dome on escape button. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 416 mg/dl. The customer treated the high blood glucose readings with a pump bolus. The customer stated that she gave herself insulin when the alarm occurred. The customer stated that she had bumped the pump into the car door prior to the issue occurring. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer stated that the damage is on the escape button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.